Event description:
The customer stated that false positive architect total b-hcg results were generated on 3 patients. When they were rerun they were negative. No data was provided. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.